Event description:
It was reported that during an implant procedure, when this newly implanted pacemaker was connected to the leads, no pacing was delivered to the patient. The physician tried multiple times, but the issue persisted and the pacemaker was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, when this newly implanted pacemaker was connected to the leads, no pacing was delivered to the patient. The physician tried multiple times, but the issue persisted and the pacemaker was removed and replaced prior to pocket closure. No adverse patient effects were reported.